Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint. The fse tested the surgeon console controller (scc), and it passed. The fse replaced the master tool manipulator (mtm) and the system was tested and verified as ready for use. As of the date of this report, the mtm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon reported to an intuitive surgical, inc. (Isi technical service engineer (tse) that arm 3 suddenly froze after instrument was installed. The surgeon described an infinity sign was displayed at the bottom of the image in the surgeon side console (ssc) viewer. The users swapped instrument from arm 3 to arm 4, which was not in use at the time, and issue cleared. The surgeon reported the same issue occurred on (B)(6) but then arm 4 froze, which will be captured on a separate record. The tse checked logs, but no related errors were found. The tse asked caller if the issue affected the patient or procedure outcome, and the surgeon stated it did not. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, no faults could be identified. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.